Event description:
It was reported that the when the lead was connected to the pulse generator there was no output, so the patient went into cardiac arrest.

Manufacturer narrative:
No medwatch form was received.